Event description:
We put (B)(6) deposit on a mask order and they are FDA registered (B)(6) mask 3ply. When seller gave us the sample we found out the quality is really bad. We confronted the seller and they have shown passing report on mask which is unbelievable. We sent mask back to (B)(6) have (B)(6) government testing agencies perform testing gb 32610 standard. Results came back mask only 30-50% filtration and ph value is 9.5 which is also out of range. The ear loop also falls off easily about 40-50% one pack of 50 masks. My other friends have bought these mask amount 5-6 containers which is over 10 million mask. The seller is doing another pre-sale on 10 million kn95 mask which might be the bad item again. I have some samples of kn95 but not tested yet. Can FDA direct me where I can send to or other us testing agencies. My friends has also bought 5 containers of this mask and unable to sell them due to bad quality issue. Seller is starting another pre-sale on kn95 mask 10 million pcs which will come in next week or 2. They are from the same factory and I got sample but not tested yet. I'm uploading all factory FDA info and passing and failed reports for your reference. FDA safety report ID# (B)(4).